Manufacturer narrative:
Based on internal application report data, an interference from acetaminophen can be excluded. A general reagent issue can be ruled out because calibration and controls are acceptable. The investigation determined the issue is consistent with a hardware or maintenance issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c702 analyzer was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with altpm-alanine aminotransferase on a first cobas 8000 c702 module analyzer and with aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (ast) on a second c702 analyzer. Refer to the mfg report number 1823260-2024-01509 for information related to the alt assay. The patient sample initially resulted in an ast value of 56 u/l with a data flag and it repeated as 35 u/l with a data flag.